Event description:
The customer reported that the touch screen was intermittently not working. There was no patient involvement.

Manufacturer narrative:
The touchscreen assembly was tested and no failures were identified.